Event description:
(B)(4). I was recommended essure through my gyn back in 2009 due to pelvic pain. Needless to say that my pain never went away, and only became worse after the implant. In 2011, I opted to have a partial hysterectomy, leaving only both of my ovaries, hoping this would stop the pain. Once my gyn got in there, he found that the left coil had erupted and protruded through my entire left side. A surgery that should have taken one hour had now turned into over six hours. I felt somewhat better after this procedure, yet not my normal self, until 2012 when the pelvic pain returned with a vengeance. Now it's 2015, and in (B)(6) my health has taken a turn for the worse. I have been out of work since (B)(6), had multiple surgeries, and am no longer the healthy woman that I once was. My gallbladder shut down on me and I had to have it removed. I then opted to have my left ovary removed hoping this would help with the pain. During this surgery, my new gyn informed me that my left ovary, bladder, intestine, and colon have been damaged. If I opt to have this corrected, it will mean removing a portion of each of those organs and leaving me with a colposcopy bag. During this time frame, I have also began to experience migraines, in which I seldom would ever get a headache, dental problems, neck pain, to the point that I can no longer turn my head to back up a vehicle, shoulder and lower back pain, hip pain, to the point that I can no longer lay on my sides or stomach and at times upon standing my hip will just give out. I still have the severe pain on my left side and more frequent. I suffer from hot flashes and night sweats, my toe nails have died, I have no desire for sex, pcos, painful intercourse, bladder incontinence and leakage, breast pain, bowel issues, hives, rashes, and itching, severe scar tissue. My list continues to grow from head to toe, I have lost my enjoyment to life, and feel that I have become a burden to my husband who does not deserve this but continues to be by my side.